Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging and communicating with their implantable pulse generator (ipg). Radiographic imaging revealed that the ipg had rotated from its original position, was situated unusually low in the chest, and exhibited excessive mobility. The physician determined that ipg migration was the likely cause of the patients charging and communication issues. Consequently, the patient underwent an ipg revision procedure. The ipg was retained by the medical facility and will not be returned for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging and communicating with their implantable pulse generator (ipg). Radiographic imaging revealed that the ipg had rotated from its original position, was situated unusually low in the chest, and exhibited excessive mobility. The physician determined that ipg migration was the likely cause of the patient's charging and communication issues. Consequently, the patient underwent an ipg revision procedure. The ipg was retained by the medical facility and will not be returned for analysis. Additional information was received that the patient is doing well postoperatively.